Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, battery out limit, failed battery test, excessive no delivery alarms and button error. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose is 280 mg/dl. The customer had symptoms such as slight nausea. The customer stated that he changed his site and received no delivery while priming. The customer received button error, bad battery and battery out limit in the alarm history. The customer was assisted with performing 5.0 unit fixed prime and the pump did not alarm no delivery.